Event description:
Customer reported that the insulin pump's escape button stopped responding. Customer did not recall any significant events leading up to this issue. Blood glucose level was 192 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted to the keypad traces during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, and minor scratches to the display and reservoir windows.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.